Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges periods of headaches, issues sleeping, and the device has a burning/smoke odor and will not turn on. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received and section h should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging the patient is experiencing alleges periods of headaches, issues sleeping, and the device has a burning/smoke odor and will not turn on. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacturer observed an unknown dust contaminant on the front panel, top enclosure, rear panel, bottom enclosure. A sticky brownish substance is observed on the top enclosure, flip door and bottom enclosure. A heavy amount of brownish dust-like contaminant is found along the track for the user interface (ui) panel and on the bottom enclosure. A dust-like material combined with potential hair-like fibers are found in the base of the bottom enclosure. A whitish dust-like contaminate is observed on the blower motor. Brownish contamination is seen on the bottom of the blower box, and around the edges of the air inlet of the blower box. A keratin-like substance was observed on the blower box outlet. Sticky brownish substance is seen on the iso port and bottom cover. A dust-like contamination is observed on top of the flip lid, bottom of the heater plate, backside of the dry box, and inside the bottom assembly. The water tank assembly is missing. Many hair-like fibers are observed inside the device, the dry box inlet seal and flip lid seal both have a yellow tint to them. Evidence of sound abatement foam degradation/breakdown was not observed. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes, there was no evidence of sound abatement foam degradation/breakdown and observed dust like contamination and was not able to confirm the complaint or address the symptoms specified. Device problem code grid, evaluation method code, evaluation results code and conclusion code grid has been updated.